Event description:
A (B)(6) old male pt contacted zoll customer support to report that he received two inappropriate shocks which allegedly led to partial vision loss.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4), as well as review of the pt's flag files, has been completed. Upon eval, the device was fully functional and operated within specifications. Treatment analysis concludes a (B)(6) old man received two 150 joule pulses (the pt's default energy setting). Double counting and signal artifact contributed to the false detections. The pt used the response buttons prior to both shocks, however the response buttons were not held long enough to prevent a treatment from being delivered. Of note, the morphology appears to have changed from his baseline, which may have caused multiple detections. It has not been confirmed if the pt is alleging permanent vision loss. There is no established correlation between defibrillating pulses and vision loss and no other alleged cases of this type.